Manufacturer narrative:
Evaluation summary: it was caused due to a condensation of monsture in the cmos unit. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510 is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no patient harm. Foggy image, spots in the image. Moisture under objective lens.